Manufacturer narrative:
Review of programming/device diagnostic history.

Event description:
It was reported that a pt presented high lead impedance during a routine office visit. The pt was referred for and underwent a full revision in which the lead and generator were explanted and replaced due to the high lead impedance readings. Good faith attempts to obtain additional information as well as the explanted lead and generator for product analysis are currently being made.